Manufacturer narrative:
A swab was taken at the time of explant, the results were not shared with the firm. At the time of reporting there has been no confirmation of the presence or type of infection. Redness, swelling, and infection are all known inherent risks of surgical procedures. Cause of the symptoms is unable to be determined.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat foot pain. Within several weeks after the implant, the patient presented with swelling in the lower extremity and suspected cellulitis. A full system explant was performed on (B)(6) 2024 due to suspected infection.